Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the hospital post syncopal episode with intermittent loss of capture. R-waves were around 2-4.5 mv. The lead was removed.